Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the caller was currently in or for a lead revision. All 4 electrodes showed greater than 4k ohms. The patient denied any falls. The lead appeared intact. The caller wanted to know if they can return the lead/ins for analysis, redirect caller to patient's hcp. Patient services suggest testing the lead via advanced evaluation.

Manufacturer narrative:
Continuation of d10: product ID 978a141 lot# va2d4xs implanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a141, lot# va2d4xs, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that patient had lead revision due to poor responses and symptoms for urinary symptoms got markedly worse.

Manufacturer narrative:
H3: analysis of the lead va2d4xs revealed that the {3} conductor(s) were broken at 2cm of the distal end of the lead; consistent with overstress damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 978a141 lot# va2d4xs serial# implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that while meeting with the patient (pt) for pt's two week post-op follow-up . The rep was seeing a message on two groups that said maximum stimulation met when pt got to 4.5ma. Technical services reviewed some basic troubleshooting steps to change to other groups and check impedances on contacts used for both programs. The rep didn't stay on phone as he needed to get going to see patient and healthcare professional (hcp). There were no patient complications reported as a result of this event. Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the lead replacement was performed on wednesday (B)(6) 2021. The lead looked fractured at the proximal end (deepest to the patient) between electrodes 1 and 2. There was no disconnection in vivo. When the lead was explanted there was a break between electrode 1 and 2. The root cause of the break was unknown. The rep noted that they had attempted reprogramming on (B)(6) 2021, but the maximum limits were not allowing them to go higher than 0.8 stim, so the physician decided to replace the lead. The physician was wondering if the change from the curved stylet to the straight stylet caused inner cannula weakening of the lead. They had a difficult time placing the inner straight stylet at the deep portion of the lead.

Manufacturer narrative:
D9: lead 978a141 was returned. Continuation of d10: product ID 978a141, lot# va2d4xs, implanted: (B)(6) 2021, explanted: (B)(6) 2021. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the reason for product return was 'broken lead. The lead was broken between electrodes 1 and 2. The healthcare professional (hcp) wants the manufacturer to look at whether the fracture of the lead is at the same location that the curve in the curved stylet is located. The hcp replaced the stylet with the straight stylet and it was difficult to seat it. They want to determine whether this fracture was caused by the straight stylet placement in the cannula.

Manufacturer narrative:
D2/g4: please note that this device was used in an off-label manner, as it was implanted for pudendal nerve. Continuation of d10: product ID 978a141 lot# va2d4xs implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a141, serial/lot #: (B)(6), ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative (rep). Lead was implanted for pudendal nerve (off-label) during removal the lead broke (w/ no lead fragments left behind). Rep repeated that the physician indicated an apparent fracture between electrode 1 & 2 during removal, and physician is not sure if the stylet (straight stylet) is causing the issue (jamming the contacts causing the breakage). Lead implanted (B)(6) 2021 and explanted on (B)(6) 2021.

Manufacturer narrative:
Concomitant products: product ID: 978a141, lot#: va2d4xs, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 978a141, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative, regarding the patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was having symptom return. When attempting to adjust programs, an alert came up with "the system is operating at maximum settings". Therapy could not be increased. They could not go above the amplitude of 0.8 on most programs. The doctor took an x-ray to check for lead migration and suspected that the lead may either be broken or not in the header of the generator all the way. The patient reported no falls.  The patient was going to have a revision and a possible replacement soon. Surgical intervention was planned, but not yet scheduled. The issue was not resolved at the time of the report.